Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. The instructions for use (IFU) state: "when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent." Based on the review of the mfg records and the case description, the reported stent dislodgement appears to be related to the operational context of the device and not to a mfg quality issue.

Event description:
Reporting status: serious injury - medical intervention / permanent damage. Reporting rationale: dislodged stent remains in previously implanted stent. Device issue: stent dislodgement. It was reported that the procedure was to treat very calcified lesion in the ostial and mid rca. The vessel was extremely tortuous and there was difficulty even placing the guidewire. Both lesions were pre-dilated with another company's 3.0 balloon. After successfully implanting a 3.0 x 12mm vision in the ostial lesion, the 3.0 x 08 mm vision was advanced to treat the mid lesion; however, it got hung up inside the implanted ostial stent and would not cross. When the stent delivery system (sds) was removed from the pt, it was noted that the stent implant was no longer on the balloon. The dislodged stent was located inside the previously implanted ostial stent. A balloon was advanced in an attempt to compress the dislodged stent, but the balloon would not cross. As the pt's blood flow was good, no add'l attempts were made to compress or retrieve the dislodged stent. No pt effects were reported. No add'l event or pt info is available.